Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. See also MDR 2015691-2016-00656 for serial number (B)(4). There are multiple issues both device related and non-device related that may result in a change in operative strategy (i.e. Change from partial sternotomy to full sternotomy, right thoracotomy to sternotomy, etc.). In this case, the change of operative strategy was device related as the surgery started with a mini-sternotomy, required a full sternotomy, and an unexpected need to replace the mitral valve all related to the initial aortic valve replacement. Since the device was not returned to edwards for analysis, the root cause for the event could not be conclusively determined. However, patient and procedural factors likely contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a model 21mm aortic pericardial valve was implanted and, after implant, a transesophageal echocardiogram showed moderate to severe mitral regurgitation. It was reported that the mitral regurgitation was due to the low position of the 21mm aortic pericardial valve. This surgery involved an aortic valve replacement with a 21 mm aortic pericardial valve, following aortoplasty to dilate the aortic annulus; ascending aortic replacement; mitral valve replacement with a 25mm mitral pericardial valve; and implant of a second 21mm aortic pericardial valve; implantation of iabp and implantation of ECMO (central). Per operative report, when the aortotomy was reopened, the coronary ostia was patent but the presence of the ring in combination with the surgeon felt that the low position of the left coronary ostium could impede blood outflow. The 3300tfx 21mm valve was removed. The surgeon felt that the best result would be to implant a new aortic valve within an aortic conduit, in order to increase the distance between the left coronary ostium and the valve ring. Tissue fragility and intima destruction were observed on the aortic wall. A new 21mm pericardial aortic valve was implanted slightly more toward the left ventricle. The tee showed a slight improvement in the anterolateral wall kinetics, however a moderate to severe mitral regurgitation was noted, probably due the low position of the aortic bioprosthesis. Mitral valve replacement was decided. The heart was arrested again and a 25mm pericardial mitral valve was implanted, preserving the posterior leaflet. The aorta was de-clamped and an idioventricular rhythm was noted requiring epicardial leads. Tee showed global hypokinesis of the left ventricle. The patient could not be weaned from extracorporeal circulation (ecc), an intra-aortic balloon pump was inserted, however it was still not possible to wean the patient from ecc despite high doses of inotropic support. The team decided to implement ECMO (extracorporeal membrane oxygenator) support; however, the chest remained opened. Patient was transferred to the ICU in critical condition and died on post-operative day three (3). Per obtained medical records, the patient was a (B)(6)-year-old female who presented with palpitations, dyspnea, lipothymia, feeling of retrosternal constriction, and recent deterioration. The patient underwent an ultrasound, which showed severe aortic valve stenosis with mild-to-moderate aortic regurgitation. The decision was made to perform aortic valve replacement surgery.